Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip at an unk time after starting poligrip, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. Follow up info was received via medical records on (B)(4) 2009. On (B)(6) 2009, the (B)(6) pt experienced a high zinc level. On (B)(6) 2009, the pt experienced a low copper level. At the time of this report, the zinc level improved but remained elevated and the copper level was now within the normal range. Follow up info was received via medical records on 13 april 2010. The case was upgraded to medically serious. The pt was seen by neurologist on (B)(6) 2009, for severe pain and numbness in her feet and legs along with hand numbness. She also experienced generalized weakness. Diagnosed with significant neuropathy. The event was considered to be medically serious by gsk. Her bone marrow biopsy was positive for myelodysplastic syndrome. She was seen at f/u visit on (B)(6) 2009. Her neuropathy was determined to be from toxic effects of zinc toxicity and copper deficiency. It was noted that she wore dentures and there had been reports of patients having received excessive amounts of zinc via denture cream. She was treated with copper supplements. She still had to use walker full-time due to balance issues.

Manufacturer narrative:
Manufacturer's comment: super poligrip is manufactured in (B)(4), and neither the product not lot number for this product is available. (B)(4).